Manufacturer narrative:
Date of event: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the applicable technique guide (reference #(B)(4)) was reviewed. The synfix-lr system includes 5 handle aiming devices color-coded to correspond with the implant height however all of them are basically the same design. Once the endplate is prepared and implant size is determined, the implant size is selected and inserted; four locking screws are provided for anterior fixation and stability. The aiming device is used in conjunction with the awl and screwdriver for guidance in inserting and securing all screws either using mini-open instruments or standard instruments (the aiming device ensures appropriated alignment and engagement of the locking heads into the plate. An aiming device is chosen and an implant coupling is inserted and together positioned and secured by tightening of the implant coupling knob. After insertion and tightening of the two first screws then the aiming device is rotated and relocked to proceed with the last two screws. Detailed instructions are provided for proper mounting method and use of the aiming device, including indications for positioning as well as note for making sure that aiming device is fit snugly against the plate without over tighten. Upon inspection of received screw, signs of worn anodized layer can be seen over all the threads, however the anodize layer appears complete in most of the last two threads at the proximal end of the head. Additionally, unknown dry residues can be seen mainly in the head area. Although it is unknown further details regarding the screw insertion and loading scenario, evidence suggested potential incomplete tightening. It is not clear if technique difficulties were experienced at the screw insertion time which may potentially lead to the condition seen and subsequently to cause this complaint. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was implanted with synfix-lr and screws on (B)(6), 2014 for an anterior lumbar interbody fusion (alif) at l5-s1. Postoperatively, the patient experienced belly pain and as a result was brought back for a revision surgery. It was reported that one of the screws backed out of the synfix-lr implant in the left l5 position. The patient was returned to the operating room on (B)(4), 2014 for revision surgery. The surgeon removed the screw that backed out at the left l5 level. Reportedly the synfix-lr implant and remaining three screws were left in the patient. All appear to be perfectly placed and tightened. No time delay was reported during the revision surgery. It was also reported the patient previously had an l3-5 fusion perform on an unknown date. This is report 1 of 1 for (B)(4).